Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature display was unstable and sometimes disappeared after 28 days of use.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. A potential root cause for this failure was "wrong dimensions on competitors or our own connector" or "user damaged pins when inserting connector". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "for use with bard temperature-sensing products and accessories". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the temperature display was unstable and sometimes disappeared after 28 days of use. Per follow up information received via ibc on 05oct2022, it was clarified that temperature display was allegedly unstable and sometimes disappears. Per notification received from investigator on 01mar2023, it was reported that the during evaluation, the dimensions of the cable plug were found to be out of specifications.